Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after meal announcements while using the ilet bionic pancreas, expressing concern that the device delivered too much insulin following meals and requesting information about resetting meal parameters. Symptoms included low blood glucose to 50 mg/dl with prolonged hypoglycemia lasting approximately 3 to 4 hours. Outcomes included self-treatment with oral fast-acting carbohydrates without the need for medical intervention or backup therapy. Investigation included troubleshooting and patient education conducted by support staff. Investigation of this case revealed the cause of the hypoglycemia was unclear due to unavailable device data for review. It was concluded that the event was user-reported hypoglycemia with an undetermined root cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.